Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the procedure was to treat a mildly tortuous, moderately calcified de novo right coronary artery that was 90% stenosed. The lesion was pre-dilated with a 1.2x12 mm traveler balloon. A 2.25 x 18mm xience xpedition stent was deployed at 10 atmospheres (atm) and then post-dilated with a 2.25 x 12 mm nc traveler balloon at 16 atm. After post-dilatation, an edge dissection was noted at the distal edge of the stent. A 2.25 x 12 mm xience prime stent was used to cover the dissection. There was no adverse patient sequela and no clinically significant delay. No additional information was provided.